Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First. What color cartridge was being used? Blue or white, cartridge is still in the device. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No, the device sounded normal at first, but the normal sound quickly stopped. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, but the surgeon. Was able to remove the device without further intervention. Did the device jaws eventually open when the device was removed? Yes. Jaws were opened. The reverse button was used and manual override was used with no success. The jaws eventually opened, but it was unknown how the jaws eventually opened. There was no damage to tissue. Did the device deliver a staple line and/or cut line before it locked? No.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device locked and would not fire. On the first firing the device initially sounded normal, but soon the sound stopped, the device had no power and would not fire. The surgeon tried to reverse and to unlock the device, but was not successful. The surgeon worked and was able to remove the device. No patient consequences were reported. The case was completed with an ats45.